Manufacturer narrative:
Result: frayed siderail cable torn open with exposed wires. A medwatch is being issued because add'l info was received, and investigation concluded that there is a potential risk to safety associated with a siderail having the cable frayed and torn open with exposed wires. There is the possibility of fluid ingress shorting out other bed functions.

Event description:
It was reported by svc report that the head right siderail would not work because the cable was frayed. It is unk if there was pt involvement or adverse consequences to report.